Event description:
The customer reported injuring her left arm after repetitively lifting 50 boxes, containing 20 l each, of the coulter lh series diluent from the pallet to the three shelves in the laboratory. The diluent is one of the reagents which will be used on the customer's coulter lh 780 hematology analyzer. The customer stated that the shelves were waist high. The customer sought medical treatment and indicated that x-rays were performed which came out "negative." The doctor had prescribed anti-inflammatory drug and the customer's left arm is currently in a sling. The customer has been referred to an orthopedic for further evaluation. The customer was not hospitalized for the injury and is currently working light duty. The customer noted that after the event, she had learned that, per hospital protocol, lifting by one person should not exceed 40lbs. However, this was not communicated by the safety manager and the weight of the lh series diluent is approximately (B)(4) each. The specific lifting technique used to lift the diluent boxes is unknown and information could not be obtained from the customer. Beckman coulter recommends that the operators use proper lifting technique by grasping the new cubitainer with two hands and lift using the legs, not the back. This practice evenly distributes the weight of the product for the operator. With the previous packaging, the cubitainer was primarily picked up with one hand, stressing one side of the body. The injury was likely attributed to repetitively lifting a total of 50 boxes of the diluent (20l), without assistance, during a single shift.

Manufacturer narrative:
Event caused by improper work ergonomics.